Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that there was an infection, that there were no environmental/patient factors that may have led to the issue. Just that it was infected, the devices were removed and were going to be returned. The issue was resolved at the time of the report. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported the hospital was no longer in possession of the old device and stated that it was not sent back. There were no further complications reported/anticipated.